Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer changed the supplies to the pump. The customer's blood glucose level rose to 400 mg/dl and was addressed with an insulin pen injection. The customer disconnected from the pump and was to manage diabetes with the insulin pen until the infusion site locations and infusion set options could be discussed with a healthcare provider. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.